Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2020-48428.

Manufacturer narrative:
The results of the investigation are inconclusive, the reported lead migration is not device related and is usually associated with a trauma or sudden event such as an accident or fall. It is unknown if the patient experienced a fall or trauma prior to the reported event. The lead was returned cut, in multiple segments, as a result of the explant procedure. No testing was completed as it would not contribute any information to the allegation of migration.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2020-48428.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2020-48428. Additional information gathered via follow-up revealed the patient's physician decided to explant the patient's scs system.

Manufacturer narrative:
D6b - date of explant is estimated to have occurred during the year 2021. The exact date of explant was unable to be obtained. Corrected data: d4 - serial number.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2020-48428. It was reported the patient's right posterior occipital lead has migrated. In turn, the patient may undergo surgical intervention. Note: both of the patient's occipital leads are being reported because it's unknown which device is liable.